Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: braun caresite luer access device; td (B)(6) 2018.

Event description:
The customer reported difficulty connecting the maxplus with medication syringes and at times it leaks blood and pulls air when the syringe is connected. There was no report of patient harm.